Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a clamshell will be placed over the damaged percutaneous lead during the patient's next visit due to the silastic separating from the bend relief area.

Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported damage to the distal-end bend relief of the patient¿s driveline was confirmed through the onsite evaluation by an abbott technical services representative. A specific cause for the reported damage could not be conclusively determined. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Several sections of the IFU and patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that a clamshell was placed over the damaged percutaneous lead on (B)(6) 2022.